Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits mild devitrification at output window; there is misalignment of the metal cap output window with the red stop sign; the outer flow tubing open end exhibits minor scratch marks and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of misaligned directional indicator is undetermined; the glass cap distal fracture was observed.

Event description:
It was reported that after the procedure had been completed, (9:54 minutes, 50,069 joules of fiber usage), the "arrow" and "stop sign" symbols were observed to be 90 deg. Out of alignment with laser aperture. Patient outcome: "ok" - there was no injury reported.